Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further monitoring of the patient and a potential commanded shock were discussed. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced. Additionally, it was noted that a failure to convert of a ventricular tachycardia episode was exhibited by this lead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: device codes h6: impact codes.

Manufacturer narrative:
Information was added to the following fields: b5: describe event or problem field h6: patient codes h6: impact codes additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: device codes h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further monitoring of the patient and a potential commanded shock were discussed. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced. Additionally, it was noted that a failure to convert of a ventricular tachycardia episode was exhibited by this lead, this was confirmed by a defibrillation threshold (dft) test that was performed. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further monitoring of the patient and a potential commanded shock were discussed. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approx. 110 mm from the terminal end. Only the proximal segment was returned. Damage on the lead was observed, this was attributed to damage during explant, additionally cuts on coils and insulation was observed. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Information was added to the following fields: b5: describe event or problem field. H6: patient codes. H6: impact codes. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: device codes. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further monitoring of the patient and a potential commanded shock were discussed. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced. Additionally, it was noted that a failure to convert of a ventricular tachycardia episode was exhibited by this lead, this was confirmed by a defibrillation threshold (dft) test that was performed. No further adverse patient effects were reported. This lead was returned to boston scientific for evaluation.

Manufacturer narrative:
Information was added to the following fields: d6b: explant date upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approx. 110 mm from the terminal end. Only the proximal segment was returned. Damage on the lead was observed, this was attributed to damage during explant, additionally cuts on coils and insulation was observed. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Information was added to the following fields: b5: describe event or problem field. H6: patient codes. H6: impact codes. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: device codes. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further monitoring of the patient and a potential commanded shock were discussed. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced. Additionally, it was noted that a failure to convert of a ventricular tachycardia episode was exhibited by this lead, this was confirmed by a defibrillation threshold (dft) test that was performed. No further adverse patient effects were reported. This lead was returned to boston scientific for evaluation.